Event description:
It was reported that this artificial urinary sphincter (aus) had a fluid leak in the cuff. The cuff was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a fluid leak in the cuff. The aus cuff was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) to our quality assurance laboratory, the returned component was thoroughly analyzed. The cuff was microscopically inspected, and a pinhole tear was identified in the cuff shell. The tear is consistent with sharp instrument damage. The cuff did not pass the leak test performed. Based on the information available, the reported observation was confirmed. Corrected g2 report source.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a fluid leak in the cuff. The aus cuff was replaced. There were no patient complications reported.